Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the pump's usb port was damaged and loose, have to maneuver the cable into the charging port resulting in difficulties charging the pump. There was no adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.